Event description:
It was reported the patient¿s first implantable neurostimulator (ins) implant worked successfully for about 4 years but every other ins that they have had since that time had not worked. It was noted since then the patient has had 2 sets of cables and 2 sets of paddles and they¿ve had an ins ¿in their gut¿ that hadn¿t worked for way over a year and a half.

Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v011456, implanted: (B)(6) 2007, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 370836, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).